Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having frozen display on event date of (B)(6) 2021. Tested with a test p-cap and the test p-cap locked in place properly. Pump passed displacement test, active current measurement and keypad voltage test. Sleep current measurement and self test failed with pump error 75. Pump was monitored. No frozen display noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power anomalies noted during testing or in the pump trace download. The electronic assembly was inspected and moisture damage was noted on pcb1, pcb2, motor, and internal battery connector. Noted. The following were noted during visual inspection: scratched case, scratched lcd window, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, moisture damage, corroded motor home switch. Frozen display was not confirmed, however, moisture damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer reported the time clock does not advance and alarm occurred after the time that the buttons were not responding. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.